Event description:
Customer states that a falsely elevated results, above the therapeutic range, was obtained for phenytoin on the synchron cx7 system. The result exceeded the physician's expectations for this pt. Different methodologies were used on the same pt sample and the phenytoin result was within the therapeutic range.